Event description:
A customer reported that the plastic latch that holds the battery door onto the transmitter had broken and the battery door would not stay attached. Additionally, a fracture or moisture was observed. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, a letter from the surgeon to the patient's previous/primary physician was received. The letter describes the surgery that took place. It was learned that the device was explanted due to an unsuccessful ring repair. Per the letter, the surgeon removed the annuloplasty ring because he thought it was "contributing to the stiffness of the posterior leaflet and not allowing the valve to open as much as possible".

Manufacturer narrative:
Product has been requested back for an investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.

Manufacturer narrative:
The returned transmitter ((B) (4)) was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed to determine if the cracks allow for moisture penetration. The returned transmitter failed leak testing. Remedial action 2954323-04/14/2009-002-c was reported to (B) (4) office on 14 apr 2009.